Event description:
Patient purchased contact lenses without a prescription from a novelty store. That store did not have an optometrist or ophthalmologist fit the lens, but rather it was simply sold to the patient without instructions. The patient wore the contact lenses for the day, but was unable to remove them at night. After attempting to remove the lenses herself (she hadn't been trained on insertion, removal, or care of the lenses) she removed the right lens, but she slept with one in her left eye. On (B)(6) 2015 she successfully removed the left lens. Her eyes were hurting and vision was greatly reduced out of the left eye so she made an appointment with me.